Event description:
Pt reported they were doing a cassette change and received an occlusion alarm. Pt tried to troubleshoot before reaching out to pharmacy and when pt got connected with pharmacy pt stated they changed out the tubing and the alarm resolved. Pt denied having any kinks in the previous tubing and did not see anything blocking the flow of medication. Pt thinks it might have been a bad tubing set. Pt did not connect the new cassette to pump yet but was advised to reach back out if any other alarm comes up. Pump serial numbers currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin - 30ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? - yes. Did the product issue cause or contribute to pt or clinical injury - no. Is the actual device available for investigation? - unknown. Did pharmacy replace device? - unknown. Did the pt have a backup device they were able to switch to? - unknown. Is the infusion life-sustaining? - yes. Outcome? - unknown.